Event description:
The customer called to troubleshoot for a lost sensor and while troubleshooting, his blood glucose was 42 mg/dl. Customer stated that he drank juice to bring up his blood glucose. Customer declined troubleshooting for low blood glucose and stated that he helps his wife with some things.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.